Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor ¿was leaking¿. The device contained fluorouracil (5fu). This was identified by the nursing staff during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown) correction made to e1: initial reporter e-mail: (B)(6) the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.